Event description:
In 2006, a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. As the gore introducer sheath with silicon pinch valve was being inserted into the left iliac artery, the patient's blood pressure dropped. Surgical repair of the ruptured iliac artery re-stabilized the patient. A 10mm x 30 cm conduit was used for the remainder of the procedure without further complications. The patient was reported to be doing well post procedurally. The gore introducer sheath will not be sent to gore for further review.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.